Event description:
It was reported that the user was unable to attach the insulin cartridge and connect the adaptor to the ilet despite trainer support and multiple connector and adaptor attempts, suggesting interference or misalignment consistent with a piston or cartridge seating issue in the pump¿s connector assembly. Symptoms included no clinical effects. Outcomes included no impact on health status and no medical intervention. Investigation included troubleshooting and user education with a dry run using an empty cartridge and various connectors and adaptors. Investigation of the returned device revealed a mechanical fit issue within the pump¿s cartridge interface, consistent with a component alignment or seating problem that prevented proper attachment.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.